Event description:
It was reported that sometime post filter deployment procedure, the physician attempted to retrieve the filter using the snare kit, but the filter was allegedly unable to be retrieved into 9f sheath because the filter was tilted in vein and caught a blood vessel wall or something like a blood clot. It was further reported that the filter was also unable to be retrieved into 11f sheath. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in common device name and PMA/510k. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.